Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports teeth have chipped from the aligners and are still crooked/crowded. Additionally, pain from crowded bottom teeth and are pushing the other teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.